Manufacturer narrative:
(B)(4). Reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Records report the patient received an attune left total knee replacement due to pain associated with the competitor product surgery. Initially, patient experienced good results from the attune knee replacement. Approximately three months following her attune surgery, patient stated she felt a "pop" in her knee stepping up onto a curb, and felt something appear to "mechanically move or crack", and since has had persistent pain in her knee. Primary physician indicated, following her onset of pain, that patient could not bring knee to full extension, and all rom caused pain. X-rays and bone scan suggested evidence of tibial implant loosening. There was no evidence of infection. Primary physician was referring patient to revision specialist. At this point, there has been no reported revision surgery. Doi: (B)(6) 2017; dor: unknown; (left knee).